Event description:
Got breast implants in (B)(6) 2010, started having serious health problems in (B)(6) 2017 after a hormone change. After dealing with that the symptoms continued on. Got implants and capsules removed (B)(6) 2022. Had capsular contracture in both breasts with the left being calcified. Since removal my fatigue has improved some and a few other symptoms have gotten less. FDA safety report ID #(B)(4).